Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The company representative reported that a new power supply has been installed. Post power supply replacement, function test was carried out successfully and thr iabp unit was immediately returned to clinical service.

Event description:
The customer reported that the ac supply of the intra-aortic balloon pump (iabp) was failing to work. The failure was noticed during transport. There was no patient involvement; thus no adverse event was reported. The fault was identified on the site and the iabp unit was taken out of service. The customer reported that this is the 2nd occurence of a power supply failure.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The company representative reported that a new power supply has been installed. Getinge company engineers are investigating the failed part to determine the root cause.

Event description:
The customer reported that the ac supply of the intra-aortic balloon pump (iabp) was failing to work. The failure was noticed during transport. There was no patient involvement; thus no adverse event was reported. The fault was identified on the site and the iabp unit was taken out of service. The customer reported that this is the 2nd occurence of a power supply failure.